Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from the cassette during peritoneal dialysis therapy. This event occurred before the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.